Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 16, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction returned, which caller acknowledged and understood.